Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. It was reported the patient had an unrelated rf ablation procedure where the device was not placed into surgery mode and during which the therapy remained on. Subsequently, therapy was lost and the patient programmer displayed the error message, "generator is not responding." In turn, patient met with an abbott representative, and after troubleshooting, the issue was resolved, and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient had an unrelated rf ablation procedure where the device was not placed into surgery mode and during which the therapy remained on. Subsequently, therapy was lost and the patient programmer displayed the error message, "generator is not responding." In turn, patient met with an abbott representative, and after troubleshooting, the issue was resolved, and therapy was restored.